Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition unknown.

Event description:
The customer reported that the patients' fracture had become infected and 2 locking screws from the axsos 3 distal femoral plate had backed out. The patient had undergone a distal femur plating. The plan was to remove the two screws but to leave the rest of the plate and screws in situ.